Manufacturer narrative:
Describe event or problem: was updated to document the fact the valve was exchanged intraoperatively and there was no allegation. The investigation concluded there was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
A 25mm epic tissue valve was placed. Intraoperatively, the physician elected to remove the 25mm valve and implant a 27mm epic valve. The information received does not meet the definition of a complaint as there are no allegations of device deficiency or performance.

Event description:
The patient was implanted with a 25mm epic tissue valve last year and recently reported some discomfort at a follow-up visit. The physician opted to explant the 25mm valve and implanted a 27mm epic valve on (B)(6) 2015. The patient is in stable condition.